Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the european spine journal (2007) by vaidya r. Et al via an article entitled "complications of anterior cervical discectomy and fusion using recombinant human bone morphogenetic protein-2" that a patient that had undergone an acdf using rhbmp-2/acs and peek cage(s). Post-operatively, the patient developed pre-vertebral swelling and dysphagia that prompted the surgeon to perform a surgical intervention in the first post-op week due to concerns of infection. Upon surgical re-exploration, no evidence of infection was found. "Edematous tissues were seen, cultures of which were reported sterile." In-patient monitoring "lead to subsidence of symptoms."